Event description:
My personal essure harm story follows. I got essure on (B)(6) 2013, and I hate who I've become. I'm not the same person I used to be. I've suffered from sharp burning abdominal pain, heavy bleeding, weight gain, bloated belly, anxiety, skin rashes, weird movement inside my belly, missing menstrual cycle and memory and energy loss. Diagnosis or reason for use: permanent birth control.